Manufacturer narrative:
The device was returned to greatbatch medical for evaluation. However, evaluation is not yet complete on the device. Once the results of this evaluation is complete this MDR will be updated.

Event description:
On (B)(4) 2010, boston scientific received information that this right ventricular pacing lead exhibited inconsistent and increasing pacing impedance measurements, ranging from 323 to 1723 ohms. It was also noted that sensing was good, but pacing thresholds were also varying. There were no episodes showing noise. The lead at this time remained implanted. On (B)(6) 2011, additional information was received that oversensed noise on the rate/sense channel was observed. The device was programmed off pending a lead revision. It was suspected that the lead issues were caused by growth of the pediatric patient. It was later reported that the impedance and noise issues were caused by a fracture in this epicardial lead. That lead was explanted and a new epicardial pacing lead was implanted. No adverse patient effects were reported. They suspected a fracture due to noise and impedance issues. They felt it was somewhat caused by the patient's growth, as the lead was implanted when the patient was (B)(6) old and explanted 17 months later, when the patient was just over (B)(6) old.